Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cs100 intra-aortic balloon pump (iabp) units helium needed replacing.

Event description:
N/a.

Manufacturer narrative:
The customer canceled service and after telephone conversation with a getinge field service engineer(fse) requested the supply of 1 bottle of helium. The customer changed the helium bottle and the unit is ready for clinical use. H3 other text : evaluation cancelled by customer.